Manufacturer narrative:
Product ID: 97712, (B)(4), implanted: (B)(6)2018, product type: implantable neurostimulator, product ID: 3708320, (B)(4), implanted: (B)(6)2018, explanted: (B)(6)2018, product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Refer to regulatory report #3004209178-2018-08028 regarding information involving high impedances on the 97712 implantable neurostimulator (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that on (B)(6)2018, the 3708320 extension was replaced with a 3708220 extension. They indicated that now all four leads are connected to the ins using bifurcated extensions. The rep also stated that the ins was replaced with a 97712. On (B)(6)2018, the rep indicated that the patient had a follow-up appointment with the physician. The patient reported that they were receiving effective therapy and had 98% relief of their chronic pain. The rep noted that electrodes 0 and 13 show impedance values greater than 10,000 ohms, but effective programming was accomplished without use of those electrodes. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the extension was discarded by the customer. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the cause of the patient's inability to get perception, and high impedances were not determined. It was reported that reprogramming was attempted on (B)(6) 2018, but the patient still could not perceive stimulation. No further complications reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708320, serial (B)(4), implanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (rep): information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The rep reported that the physician wanted to implant two 37082-20 extensions for the patient¿s implant procedure. However, the rep mistakenly brought two 37083-20 extensions, and only one 37082-20 extension to the procedure. The rep stated that there was not another 37082-20 extension available at the facility, or within a 2-hour driving distance. Thus, the physician decided to implant one 37082-20 extension and one 37083-20 extension. The physician capped the lead that was not inserted into an extension, for future use. It was noted that the physician commented that the patient may require another surgery to replace the 37083-20 extension with a new 37082-20 extension, so that all four leads would be programmable. The rep stated that during post-op programming, the use of the 3 leads connected to the implantable neurostimulator (ins) was achieved to patient satisfaction. Additional information received from the rep indicated that he patient has a revision surgery scheduled for (B)(6) 2018 to replace the 37083-20 extension with a 37082-20 extension, and connect all of leads to ins. Additional information received from the rep on 2018-01-29 indicated that the patient¿s ins was showing elective replacement indicator (eri). It was mentioned that the patient was running 3 programs, each at 9 mv or higher, with multiple electrodes lit up on each program. The rep stated that along with needing the lead revised, they will now also need the ins replaced. The rep put the patient into cycling, and tried to make their programming as efficient as possible. Additional information received from the rep on 2018-02-01 indicated that he patient reported they don¿t perceive stimulation with one of their implanted and connected leads. The patient increases the amplitude to 10.5, but does not get perception. Impedance tests were done, which showed that impedances were within normal limits for the active lead. The rep noted that reprogramming was attempted, but not successful. Impedances greater than 10,000 ohms were indicated on the summary reports. Additional information received from the rep on 2018-02-07 indicated that the patient¿s lead revision surgery was rescheduled to (B)(6) 2018. No further complications were reported at this time.

Manufacturer narrative:
Product analysis #702319635: analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery is near normal battery depletion. The information obtained from the ins upon receipt indicated the device had reached eos (end of service). Product ID: 97712, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator; product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.